Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 2.2 mmol/l (39.6 mg/dl) while wearing the pod on the back for between 25 and 36 hours. The patient had a seizure at school and was transported to the hospital by paramedics. The patient was treated with 2 tubes of insulin gel and 2 bottles of gluco juice. The patient was released the following day. The pod was discarded.